Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging inaccurate erratic results on the subject meter of "34 and 104 mg/dl" and "500 and 200 mg/dl", each comparison was performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. Although, the patient reportedly developed symptoms of "dizzy", it was not established if the symptoms occurred before or after the alleged inaccuracy issue began. The patient did not receive treatment for the symptoms above and beyond the usual diabetes care and management routine. Additionally, symptoms of dizzy do not meet lifescan's criteria for a serious injury adverse event. The patient's products were replaced.